Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller went unresponsive 2 days ago. Patient stated that they try to turn their controller on and nothing happens; that it is unresponsive. Patient stated that when they try to increase stimulation, they get the message settings not available cannot provide desired intensity. Patient mentioned that they have had 3 implant battery changes. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller was 100% and implant was 80%. Patient stated that their controller is on but it is just not working; they have no stimulation. Patient stated that they feel no stimulation; agent walked patient through manually turning their stimulation on. Agent had patient confirm if their group a was highlighted green; patient confirmed but still said they feel no stimulation. Patient mentioned that they had never seen the number one that is next to their group. Patient stated that everything says it's supposed to be working but that not everything appears to be. Agent advised patient to make an appointment with their managing hcp to discuss stimulation settings and potential reprogramming. Agent reviewed the settings not available message, groups, and programs with the patient. Agent redirected the patient to their managing hcp.